Event description:
Customer called in indicating his unit failed to stop when he released the engager when going in reverse. Customer states he rolled backwards off his co's loading dock. Customer has a bruised arm and shoulder. Unit being picked up for return for inspection. No cellular phones in the area. Customer states he dropped 3' to 4' off the dock.